Event description:
Boston scientific received information that an implant procedure was performed due to atrial fibrillation. The right ventricular lead was placed with no issues. One day later it was noted that this lead had dislodged. The lead was manipulated for repositioning. When the lead was repositioned to several sites pacing was not able to be captured. The lead was removed and it was noted that tissue was tangled around the helix. This lead was replaced and a new lead was implanted with no complications. The lead will not be returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.